Event description:
It was reported that during a robotic total laparoscopic hysterectomy procedure, both trocars were leaking pneumo. The location of the leak is unk. They were able to complete the procedure without any impact to the pt. Both trocars were discarded.

Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for evaluation. Evaluation summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.